Event description:
"On (B)(6) 2012 at the (B)(6) reported that when the deairing mode was used on the cardioplegia side of the hcu 30 serial number (B)(4) the water outlet temperature dropped to the tank temperature. The patient experienced ventricular fibrillation. The hcu 30 was being controlled using the hl30. (B)(4)."

Manufacturer narrative:
"Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (b)(4. The device was evaluated by the ssu and the reported symptom could not be reproduced. (B)(4)."